Event description:
It was reported that the patient underwent a surgical procedure to remove this malleable spectra penile prosthesis (spp) for unspecified reasons. The device was removed and replaced with an inflatable penile prosthesis (ipp). There were no patient complications. No further information is available at this time. Additional information was received indicating the spp was removed due to patient dissatisfaction with the rigidity of the device during intercourse. Per the physician the device was functioning normally. The explanted device is not available for return.